Event description:
Reported discrepant sars results for 1 symptomatic (1 day post onset of symptoms) consumer who is the son of the reporter. The reporter communicated that the son tested negative with quickvue otc and positive with another test (method unknown). 2 additional consumer events were communicated which are captured on separate reports.

Manufacturer narrative:
Investigation conclusion :a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.